Event description:
A home pt (hp) contacted baxter's technical service center (tsc) for assistance regarding a system error 2240 alarm that was received during automated peritoneal dialysis therapy utilizing the homechoice machine. Reportedly, the hp's transfer set became disconnected from the pt line of the homechoice set for an unknown reason. Baxter's tsc assisted the hp in ending therapy early. Per baxter, this was the 2nd or 3rd time that the hp was using the homechoice set associated with this incident. When asking the hp if they verified that the connection was secure after hooking up they replied "I guess". Reportedly, this has also occurred on one other occasion and per baxter the hp "just got" the transfer set that was involved in these events. No pt injury was associated with this incident, per baxter affiliate.